Event description:
It was reported that the right ventricular (rv) lead experienced t-wave oversensing (twos) post sense. Follow up with the physician's office indicated the lead was reprogrammed. Low r-waves were also noted during follow up. The lead remains in use. No patient complications have been reported as a result of this event.